Manufacturer narrative:
It was reported that the battery had several power switching events. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any premature power switches generated by this battery. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing; the battery was able to provide power as expected. As a result, the reported power switching involving this battery could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery had several power switching events. The battery was replaced. No patient complications have been reported as a result of this event.